Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient stated they  will turn stim off and they can still feel the vibration up and down their spine when they are laying down at night. Pt mentioned that when stim is on they do not feel stimulation sensation. Suggested that pt have their ins programming checked. Message to the field was sent about pt call. Patient stated their group settings are changing on their own since a year or more ago. Patient verified they are not pressing the group settings to change the settings. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received, it was reported the cause of the charging issues was unknown. The patient met with their manufacturer representative (rep) on (B)(6) 2024 and they changed the settings to a lower stimulation on group a and were told to leave it on all of the time. Previously the patient turned stimulation off at night. The patient noted that it worked good for about 6 weeks and then it started taking longer to charge. The charger would change zones, changed to MRI mode, read charging excellent and then an hour later it was the same % that it started on. Last week the patient let it get down to red line and it took six hours to reach 80%, 4:25 blank screen, flashing yellow light. Then at 4:40 it came back on 90%. The patient did not know if anything else would be done to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the representative did some setting changes. It was noted that it seemed to be working better.